Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred on the homechoice machine during dwell three of four of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient planned to finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.